Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: d1, d4, h4, and h6. Additional information has shown that the device rpn is igtcfs-65-1-jug-celect, rendering the previously-reported lot# invalid. Therefore, the product identifier, device name, and rpn fields have been updated, and the lot#, expiration date, and manufacture date have been removed. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation, embedment, thrombosis, complex removal, migration, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The lot # is unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional event information has been provided.

Event description:
Patient allegedly received an implant via the right internal jugular vein, followed by a successful complex removal on (B)(6) 2020 due to "device failure." Patient is alleging migration, tilt, vena cava/organ perforation, embedment, and caval thrombosis. Report from CT (computed tomography): "ivc filter apex involves the posterior wall, apex is near the superior l3 vertebral body level. An anterior lower strut tip lies just anterior to the ivc wall. An anteromedial lower strut tip lies within the right common iliac artery near its origin. Posterior lower strut lies just beyond/ posterior to the ivc wall without an interventing fat plane and abuts the right anterior lower l4 vertebral body, near l4-5." Report from CT: "inferior vena cava filter present. Prominent bilateral iliac veins which appears somewhat hyperdense. Inferior vena cava appear somewhat hyperdense inferior to the filter is well." Report from xray: "abnormal color flow and bilateral iliac veins concerning for thrombus. There is thrombus and bilateral popliteal veins and posterior tibial veins. Inferior vena cava is patent with flow seen both above and below the ivc filter." Report from CT: "ivc filter again noted, with at least one tine extending into the right common iliac artery and another tine contacting a l4 osteophyte." Report from venogram: "venography was performed from the right common femoral vein demonstrating essentially complete occlusion of the iliac vein and large collaterals as well as dilation of the femoral system. A glidewire and 5 french catheter were then gently advanced into the inferior vena cava with difficulty encountered traversing the occluded iliac vein. Gentle gentle injection of contrast demonstrates clot extending into and beyond the ivc filter extending superiorly by approximately 2 vertebral bodies. Some of this clot is mobile." Report from venogram: "gentle injection of contrast through the right popliteal fossa sheath demonstrates persistent thrombus in the femoral vein. A wire and catheter were advanced to the femoral head and lower extremity venography was performed demonstrating significant improvement in clot burden with some persistent thrombus in the distal left external iliac vein. The catheter was advanced over guidewire to the common iliac vein and venography demonstrates significant left iliac vein clot, however no significant clot burden is seen within the filter or above the filter at this time compared to prior study." "Procedures repeat in the same fashion on the left with essentially no significant improvement in left iliac vein stenosis and clot with significant improvement in flow through the left femoral and external iliac vein which is markedly dilated. The catheter was positioned at the si joint injection of contrast confirms no significant flow antegrade. The catheter was then advanced past the suspected stenosis at the level of the lumbosacral junction and injection was performed demonstrating persistent clot adherent to the wall of the vena cava on the left lateral aspect with reflux inferiorly demonstrating a severe stenosis consistent with may thurner syndrome." Report from venogram: "the right lysis catheter was removed over a guidewire gentle injection of contrast through the right popliteal sheath demonstrates persistent lower x-ray thrombus at the distal femoral vein with clearing at the midportion. The wire and catheter were advanced into the inferior right common femoral vein and venogram was performed demonstrating significant improvement but a large volume of clot remains present at the origin and proximal right iliac vein. A wire was gently advanced into the vena cava above the filter." "Venography was performed demonstrating severe compression of the left iliac vein consistent with may thurner syndrome. No significant improvement in flow is identified. There is adherent clot along the left inferior aspect of the vena cava. No clot is identified in the filter or above the filter. A wire was advanced into the inferior vena cava." "Venography was performed of the left lower extremity with the catheter positioned at the inferior aspect of the stent. This demonstrates no flow through the stent with flow through collaterals consistent with either immediate thrombosis versus clot pushed through the interstices of the stent. A wire and catheter were carefully advanced through this stent and into the ivc and the lysis catheter was then readvanced position with the tip at the portion of the known adherent thrombus at the caval wall. Venography was then performed of the right lower extremity which demonstrates a widely patent iliac vasculature post stenting with minimal, if any thrombus remaining in the right common iliac, external iliac and common femoral veins with very good flow through this segment." Retrieval report (successful): "multiple times were made to snare the hook of the filter, unsuccessfully. This was anticipated based on appearance of the filter on prior venography as well as CT." "After multiple attempts in varying obliquities, the proximal portion the filter was able to be grasped by the forceps and was retracted into the sheath. Unfortunately the filter tip dislodged from the forceps multiple times. Intermittent venography was performed through the sheath to confirm patency as well as lack of vena cava rupture. Ultimately the filter was able to be re-grasped with the forceps and the sheath was advanced over the proximal portion. After gentle manipulation and retraction, the filter was dislodged and removed into the 12 french sheath which was then retracted into a 16 french sheath and removed. The filter was inspected and was found to be removed in its entirety. Spot image obtained overlying the filter position demonstrates no residual fragments and the filter was submitted to pathology for documentation of removal." "A wire and 5 french catheter were advanced down the indwelling left iliac vein stent and venography was performed from the distal left iliac vein. This demonstrates a resolution of thrombus and widely patent vein and stent with unremarkable flow pattern draining into the ivc. No thrombus is identified."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation, embedment, thrombosis, complex removal, migration, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.